Event description:
Customer reported the keypad and printer are not working. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the printer, and could not reproduce the keypad problem. System operates as intended. This MDR is related to ge healthcare complaint.